Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). Testing was requested after an emergency "radiographie". The sample initially resulted as 29 miu/ml on the e module. This sample was sent to another laboratory where it was tested on a vidas system for hcg total, resulting as < 2 miu/ml, which is considered a negative result. This sample was also tested with an ria technique which measures only the beta subunit, resulting as 2.1 miu/ml, which was considered a positive result. A sample result of 30 miu/ml and ria testing value of 2.1 miu/ml was obtained on (B)(6) 2012, but it is not known if these results were from the same sample. A clarification has been requested. The patient was not adversely affected by the event. The hcg+ss reagent lot number and expiration date were not provided. A general reagent issue could not be found.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent or instrument issue could not be found. Increased results are in the same clinical direction of pregnancy or oncology. Discrepant results to competitor methods are explained by different detection structures used by the different methods.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It was determined that the only sample result obtained on (B)(4) 2012 was 30 miu/ml and this was from a seperate individual sample. All sample results were discussed with the physician.